Event description:
Champion study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. The closure device was implanted with complete laa seal and deployed device diameter of 18.5 mm. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital on 81mg of aspirin and 10mg of apixaban. 120 days post procedure, the patient presented for their required 4-month laa imaging and transesophageal echocardiogram (tee) assessment. The imaging revealed left ventricular ejection fraction of 65% and jet size of less than 5mm with largest residual jet around the device of 2mm and a laminar, non-mobile thrombus with maximum area of 1cm2 on the atrial facing surface of the device. At the time of the event the patient was on 81mg of aspirin. The physician restarted the patient on 10mg of apixaban to treat the patient for this event.